Event description:
A pt with a history of abdominal aortic aneurysm underwent repair of aortic rupture. The suture was used in continuous fashion for fascial closure. Approx one week postoperatively, the pt experienced abdominal wound dehiscence with infection, and a reoperation was necessitated. During re-exploration, suture was noted to be broken. Following the re-operation, the pt has been doing well. The doctor suspects the infection was a result of wound dehiscence.

Manufacturer narrative:
Reference MFR complaint #z96-317. Customer returned sutures were evaluated. The manufacturing plant reviewed the device history records. Records found the lot met all internal operating standards and procedures and all applicable usp specs. Knot pull strength testing was performed on the returned samples. All results met or exceeded original kps test results and were well above the usp average of 6 lbs minimum. No other reports have been received against this lot since its release (4/96). Co is unable to determine a probable cause of the reported event.